Event description:
The replaced oxygen sensor was returned to medtronic/covidien for evaluation. An investigation was performed and the reported condition was confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oxygen sensor was damaged. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and the oxygen sensor was replaced. The evaluation and repair was completed by a non-medtronic/covidien service provider. Medtronic/covidien was not authorized to evaluate the device. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.